Manufacturer narrative:
The extended time between date of event and date of this report is due to nurse assist recently reclassifying this type of occurrence as having the potential for causing or contributing to a death or a serious injury if the malfunction were to recur. Nurse assist is conducting a retrospective review of product complaints to identify all occurrences of malfunction of the sterile barrier.

Event description:
On (B)(6) 2023, customer notified nurse assist via e-mail of the following event description from a customer: received eight (8) bottles of rdi30296. It was stated they were leaking. There was no shipping damage. Two(2) bottles were found with the seal partially lifted and leaking and the other six (6) were leaking from underneath the seal althoughthey seemed to be intact. These bottles were reported by the initial reporter as leaking prior to use on a patient. There was no report of any patient imapct or adverse event.